Manufacturer narrative:
Model number and lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
This was report received under mw5093638. It was reported that the patient underwent an endometrial ablation in 2017. According to the patient, "months after my novasure I began to have multiple unexplained gastric and bowel issues as well bladder pain and neurological dizziness. The right internal organs are causing pressure on nerves and lymph nodes. Within the past 3 years I have done multiple imaging MRI, angiogram, CT scan and saw a variety of health professional from neurologist, urologist, rheumatoid, orthopedics, sleep specialists, pcp. All of which found no answers to my issues. However the pain in my right pelvic area and leg regional has been so severe that it has caused me to have unnecessary surgery in 2019 of right ankle to remove a nerve that initially appeared on an eeg positive for sciatic neuropathy and tarsal tunnel syndrome was thought to cause the right pelvic/ leg pain." She has also undergone a hysterectomy and removal of right fallopian tube. No additional details available.